Event description:
Event description boston scientific received information that this right ventricular lead was not pacing appropriately. Therefore, a lead revision procedure was peformed. The lead could not be successfully repostioned and was subsequently removed from service. A new lead was implanted without further incident.